Manufacturer narrative:
MFR. Ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to a door not closed message which were reproduced as a shut door-power off message when attempting to close the door and power off the pump. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump constantly displayed a door not closed messaged in the radiology care area. It was also reported there was no patient involvement.